Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. The event date reflects the date of the forum posting. The event occurred in australia. No further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been experiencing headaches, double vision, nausea, and vomiting. The pressure setting was changed from 1.0 to 1.5, which made the patient¿s headaches worse. It was noted they had slit ventricles. Turning up the pressure made the patient unsteady on their feet as well as the other symptoms. None of the symptoms got better or worse except the headaches. The patient¿s ¿vice-like¿ headaches were constant, pounding and ¿all over [their] head.¿ the headaches did not respond to pain medication. In addition, the patient experienced reservoir pain, tubing pain, and noise sensitivity.